Manufacturer narrative:
Concomitant medical products: model#: sc-2408-56, serial #: (B)(4), description:avista MRI perc lead kit, 56cm; model#: sc-4319, lot #: 198520741, description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing pain. Magnetic resonance imaging (MRI) reported that fluid was in the space and confirmed epidural hematoma. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain. Magnetic resonance imaging (MRI) reported that fluid was in the space and confirmed epidural hematoma. The patient underwent an explant procedure.

Manufacturer narrative:
It was also noted that the patient had a laminectomy to remove the pressure. Additional suspect medical device component involved in the event: model#: sc-4319, serial #: (B)(4), description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing pain. Magnetic resonance imaging (MRI) reported that fluid was in the space and confirmed epidural hematoma. The patient underwent an explant procedure.